Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2015-00723. (B)(4). Approximate age of device - 2 years, 9 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient, who underwent pump exchange on (B)(6) 2015 for pump thrombosis, presented today for routine office visit without complaints. Upon interrogation, low voltage advisories, and a pump off alarm were noted on (B)(6) 2017. The patient was working during that time and did not report any alarms or feel any symptoms of pump stoppage. A provided log file was reviewed by the technical service representative and the data confirmed 3 pump stoppage events on (B)(6) 2017. X-rays of the percutaneous lead (driveline) were reviewed and confirmed a suspect area just below the pump, internally. On (B)(6) 2018 an external percutaneous lead (driveline) replacement was performed. The patient was placed on a regular grounded patient cable and further pump stoppages were confirmed. A decision was made to perform a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stoppage events that were captured in the submitted system controller log files. The pump was returned assembled with the driveline (dl) cut approximately 12 inches from the pump housing and the distal portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of left ventricular assist system (lvas) revealed no evidence of depositions or thrombus formations. A distal end driveline repair was performed on 14jan2018 and the replaced portion was returned in a segment measuring approximately 20 inches. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. The silicone jacket and clear bionate appeared unremarkable. Multiple areas of minor shield breakdown were observed. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. The test did not reveal any areas of compromised wire insulation. Both the pump-end segment and distal end segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone jacket appeared unremarkable, but the clear bionate was damaged approximately 10 inches from the pump housing. Additionally, shield breakdown was observed 10 inches from the pump housing. Visual examination of the pump end segment of the dl revealed breaches on the orange, yellow, green, red and black wires 10 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing and abrasion against the metal braided shield. Both the segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any areas of compromised wire insulation. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted log files. If the exposed conductors of the two wires from different phases made simultaneous contact with the braided shield or simultaneous contact with each other, the resulting electrical short would have caused the pump stoppages while the system was operating on battery power, as captured in the submitted log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.